Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced blood glucose (bg) levels over 300 mg/dl and ketone levels determined to be dangerous. Due to the elevated bg and ketone levels, the customer was taken to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). While in the ER and ICU, the customer received treatment in the form of fluids and insulin delivered intravenously. The customer was released from the hospital on (B)(6) 2018. Reportedly, the customer reverted to an alternate pump for insulin therapy.